Event description:
It was reported that an alert was triggered, indicating that this right atrial (ra) lead had pace impedance measurements that were greater than 3000 ohms. During in-clinic testing, all the impedance measurements were greater than 3000 ohms. Review of device data showed minute ventilation oversensing on the ra channel. Additionally, there were noisy events due to the unipolar sensing, after the impedance alert. In october 2020, the patient was pacing about 90% in the atrium. However, in clinic there was no sensing. This ra lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that an alert was triggered, indicating that this right atrial (ra) lead had pace impedance measurements that were greater than 3000 ohms. During in-clinic testing, all the impedance measurements were greater than 3000 ohms. Review of device data showed minute ventilation oversensing on the ra channel. Additionally, there were noisy events due to the unipolar sensing, after the impedance alert. In (B)(6) 2020, the patient was pacing about 90% in the atrium. However, in clinic there was no sensing. This ra lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 20.5 cm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry.